Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sentrant sheath was selected but not used in a patient. It was reported that during the preparation, the physician attempted to release air from the sideport of the sentrant; however, strong resistance was noted and no difference was seen by either pushing or pulling it. Therefore the sentrant was not used and replaced with another manufacturer's device. It appeared that there was a problem with (or around) the 3-way valve, although the device was not collected due to infection and other issues. No adverse effect on the patient. No clinical sequelae were reported and the patient is fine.